Manufacturer narrative:
Device 1 of 2. Evaluation: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2010-00577. The pt received two scs systems for left-sided rsd. She received one system on (B) (6) 2008 and the other system on (B) (6) 2009. Both ipgs were implanted in her right backside. It was reported that the pt was experiencing movement and flipping of one of her two ipgs within the pocket site. The physician sutured an ipg in place on (B) (6) 2009. It was reported that the pt notified the physician's office two days later that the physician apparently sutured the wrong ipg. The physician sutured the affected ipg on (B) (6) 2009. No devices were explanted or returned to ans for analysis. Follow up on the pt found her to be receiving stimulation and doing well. No further info is available.